Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set assembly had particulate matter (pm) and as a result did not flow. The transfer set had been exchanged for periodic replacement that day. Subsequently, the patient experienced no flow during use at home and returned to the hospital on the same date as the events. Upon inspection, a physician observed a pm inside of the catheter adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Leak testing was performed with no issues noted. Clear passage testing was performed and twisted tubing inside the mainbody was observed. The reported particulate matter was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.